Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "check sensor" message from the adc freestyle libre 2 sensor. The customer was therefore unable to monitor glucose, became panicky, and experienced seizure. The customer reported being able to self-treat with insulin (dose/type unknown) and no further treatment was reported. There was no report of third-party intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensors using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The watermark was observed at the base of the tail (indicating that the sensor was applied correctly). Visual inspection of the plug assembly was performed and a cracked sensor neck was observed. The complaint is not onfirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "check sensor" message from the adc freestyle libre 2 sensor. The customer was therefore unable to monitor glucose, became panicky, and experienced seizure. The customer reported being able to self-treat with insulin (dose/type unknown) and no further treatment was reported. There was no report of third-party intervention. There was no report of death or permanent injury associated with this event.